Event description:
It was reported that this pacemaker device was observed to exhibit farfield oversensing of r waves in the right atrial (ra) channel. It was noted that the pacemaker had a plugged right ventricular (rv) lead port. Technical services (ts) reviewed the stored electrogram (egm) and was able to confirm the farfield oversensing on the ra channel. Ts discussed troubleshooting options with the health care professional (hcp). At this time, the pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker device was observed to exhibit farfield oversensing of r waves in the right atrial (ra) channel. It was noted that the pacemaker had a plugged right ventricular (rv) lead port. Technical services (ts) reviewed the stored electrogram (egm) and was able to confirm the farfield oversensing on the ra channel. Ts discussed troubleshooting options with the health care professional (hcp). At this time, the pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction: - e1: initial reporter address 1.